Manufacturer narrative:
The carpentier-edwards pericardial valve has been designed to minimize structural valve deterioration (svd). Excellent durability and low incidence of valve-related complications have been reported in the literature. Despite the low incidence of valve-related complications, it is well known bioprosthetic tissue valves can deteriorate with time and eventually fail. As noted in the literature, the rate of svd in bioprosthetic valves increases over time, particularly after the initial 7 to 8 years after implantation. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. In this case, minimal information regarding this event was received and attempts to obtain additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been made. The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that this patient with a 21mm pericardial aortic valve was placed under consideration for a valve-in-valve procedure after an implant duration of seven (7) years and three (3) months. No additional information provided.

Event description:
It was reported that a patient with a 21mm pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of seven (7) years and three (3) months due to severe aortic stenosis secondary to severe prosthetic mismatch. Tee on (B)(6) 2018 revealed severe patient prosthetic mismatch with an eoa index of 0.357cm2/m2. Peak av gradient was 60mmhg and mean gradient was 30mmhg. The tavr procedure was performed with a 23mm non-edwards transcatheter heart valve. Balloon fracturing of the surgical bioprosthetic valve was performed with a 22mm balloon. The gradient pre-procedure was 40mmhg. Aortogram revealed no aortic in sufficiency.